Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a temporary loss of dexcom g7 continuous glucose monitor (cgm) signal, after which the cgm reconnected without intervention; no ilet alarms or alerts were reported. No adverse clinical symptoms reported. Outcomes included no health impact and no medical intervention needed. User support included customer education and device data review to confirm signal reconnection and proper synchronization. Investigation of this case revealed a transient cgm communication interruption with subsequent normal function, with no ilet device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication disruption consistent with environmental or connection-related factors.